Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose level was 191 mg/dl. Troubleshooting was performed and noticed that the issue was resolved after changing the reservoir. The reservoir will be returned for analysis.